Manufacturer narrative:
Complaint conclusion: as reported, two to three minutes (2-3 min.) After the use of a 6f-7f mynx control vascular closure device (vcd), patient started to present a redness in the leg of the operation. Later on, this redness started to extend also to abdomen, the head and the other leg of the patient and an involuntary movement started to present on the operated leg. The redness was controlled with an unknown drug. The patient is okay. Initially, the patient underwent an angioplasty prior to the use of mynx control vcd, and the patient has been known to have other angioplasties during the last year. The sales rep was at the theatre when the operation was performed. The device will not be returned for evaluation as it was discarded. Images of the patient were available for review. Photo 1 showed the patient¿s abdomen and top of groin that has a dressing. Photo 2 showed the patient¿s leg and what appears to be a small, inflamed area with redness. There appeared to be a generalized rash to the leg. Photo 3 showed both patient¿s legs. The left leg appeared to have a small inflamed reddened area and the other leg appeared to have generalized erythema. Photo 4 appeared to be the right leg with generalized redness and erythema. Photos 5 - 7 showed both patient¿s legs. The left leg appeared to have a small inflamed reddened area and the other leg appeared to have generalized erythema. The picture also showed a diaper covering the groin and a dressing to the right upper groin. A video was available for review. The attached video showed the upper thigh of the patient¿ s right leg. The leg appeared to have generalized erythema. The muscle seemed to be quivering. The product was not returned for analysis. A product history record (phr) review of lot f1933602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿allergic reaction¿ and ¿ involuntary muscle movement¿ could not be confirmed, as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Photographs and video provided showed a generalized rash and quivering of the upper thigh which may be a result of an allergic reaction, however this could not be confirmed. Allergic reactions are a known potential complication and listed in the products instructions for use (IFU) as such. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two to three minutes (2-3 min.) After the use of a 6f-7f mynx control vascular closure device (vcd), patient started to present a redness in the leg of the operation. Later on, this redness started to extend also to abdomen, the head and the other leg of the patient and an involuntary movement started to present on the operated leg. The redness was controlled with an unknown drug. The patient is okay. Initially, the patient underwent an angioplasty prior to the use of mynx control vcd, and the patient has been known to have other angioplasties during the last year. The sales rep was at the theatre when the operation was performed. The device will not be returned for evaluation as it was discarded. Images of the patient were available for review. Photo 1 showed the patient¿s abdomen and top of groin that has a dressing. Photo 2 showed the patient¿s leg and what appears to be a small, inflamed area with redness. There appeared to be a generalized rash to the leg. Photo 3 showed both patient¿s legs. The left leg appeared to have a small inflamed reddened area and the other leg appeared to have generalized erythema. Photo 4 appeared to be the right leg with generalized redness and erythema. Photos 5 - 7 showed both patient¿s legs. The left leg appeared to have a small inflamed reddened area and the other leg appeared to have generalized erythema. The picture also showed a diaper covering the groin and a dressing to the right upper groin. A video was available for review. The attached video showed the upper thigh of the patient¿ s right leg. The leg appeared to have generalized erythema. The muscle seemed to be quivering.